Manufacturer narrative:
Correction to catalogue # from 7n8399 to 7n8399k lot #: possible lot numbers ur18h05051, ur18e14026, ur17k09026, and ur18a15055 a batch review was conducted for each potential lot number and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device(s) were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of one-link neutral luer activated devices detached from unknown sets resulting in the infusion not being delivered. This was noted during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.